Event description:
The system 4 large battery was sent for evaluation due to smoking. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the battery had internally vented electrolytes which result from heat damage. The most likely cause of the heat damage and the reported smoking is short in the battery.